Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. Interrogation of the device revealed it contained baclofen, bupivacaine, and dilaudid. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a manufacturer's representative regarding a patient receiving unknown drug via an implanted pump. The indication for use was malignant pain and cancer pain. It was reported the patient was taken to the hospital by ambulance on (B)(6) 2017. It was noted that the replacement was considered an emergency pump case. It was noted the patient had withdrawals and expected end of service. The issue resolved without sequelae and the patient was noted to be fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. It was reported that the reason for the pump explant had began on (B)(6)2017.